Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited high pacing impedance and high defibrillation impedance episodes. Programming changes were made to deactivate the lead. Patient was stable. New information noted that the patient¿s right ventricular lead was explanted and replaced on (B)(6) 2021. The patient¿s condition was stable before, during, and after the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited failure to capture, high pacing impedance, and high defibrillation impedance episodes. Programming changes were made on the device. Patient was stable.